Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for a routine generator replacement. Prior to the procedure, the patient's right atrial lead exhibited multiple episodes of undersensing with inappropriate automatic mode switch. It was noted that the patient was not symptomatic to the event. The lead was capped on (B)(6) 2019 with no replacement. The patient's condition was stable after the procedure.